Manufacturer narrative:
Concomitant products: bd eclipse needle, bd 5ml luer lok syringe; 10012241; therapy date (B)(6) 2017. The affected product has been received and the evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
The report suggests that a leakage was observed at the connection of the texium luer and bd eclipse needle during subcutaneous herceptin infusion. From the reported information there are no indications of serious injury to the patient or user as a result of this incident.

Manufacturer narrative:
The customer¿s report of leakage was confirmed. No anomalies were observed during visual inspection. During testing, a small particle of unknown origin was found within the component. After removing this particle, no more leakage was observed when subjecting the texium sample to pressure testing. Functional testing was then performed between the texium and the bd eclipse needle, during which it was noted that if a loose or improper connection is made between the two products, intermittent leakage can occur between the male and female luer. However if the two products are securely connected, no leakage could be replicated throughout testing. The root cause is unknown.